Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hypoglycemic episode with a low of 39 mg/dl blood glucose (bg). The user announced meal during the low at 50 mg/dl (bg). The user was sweaty and out of range for more than 90 minutes, so his wife called ems. They delivered sugar water via IV to correct bg. The user was not hospitalized. The user was educated on not announcing meals when bg is low and instead treating the low. The user verbalized understanding.